Event description:
A greenfield filter was implanted on (B)(6) 2004. On (B)(6) 2019 the patient had a CT scan of their abdomen. The imaging showed that the filter appear tilted anteriorly and rightward with the filter tip along the anterior and slightly rightward extend of the ivc lumen. Some of the filter struts appear to extend beyond the ivc wall.